Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor.  Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery, the left side was contaminated where the inline filter was located, and power inlet module and cord are burnt. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit's power inlet was burnt and also found fluid contamination where the inlet filter is. The tech replaced the burnt inlet module and tested the unit. The tech also scheduled a full rebuild of the filter. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.